Event description:
It was reported that the nurse stated that they have been using arctic sun device since about 1am and device was now alerting fluid delivery line (fdl) open. Patient temperature (pt) was 32.9c, targeted temperature (tt) was 33.5c had stop therapy, empty and disconnect pads. Verified fluid delivery line (fdl) was secure and in lock position. Reconnected using proper technique and restarted therapy. Water flow rate (wfr) was stabilized at 0.6 l/m. Stopped therapy, emptied and disconnected pads. Placed in manual control at 35c with no pads. System diagnostics showed that the outlet monitor temperature (t1) was 30.5c, outlet control temperature (t2) was 30.5c, inlet temperature (t3) was 33.7c, chiller temperature (t4) was 6.7c, water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was negative 7psi, circulation pump command (cpc) was 40 percentage, mixing pump command (mpc) was 0, heater was 44, water reservoir level (wrl) was 4, system hours were 1265.6 and pump hours were 1005.7. Disabled manual control and reconnected pads. Water flow rate (wfr) was stabilized at 0.8 l/m with no alerts or alarms. Advised to call back if alerts return or water flow rate (wfr) was dropped below 0.7 l/m. Per follow up information received via task on 30sep2025, spoke with nurse who confirmed they did not exchange pads during this treatment. They had tried disconnecting and reconnecting the pads again, but the flow rate remained about the same and would not surpass 1.0 lpm and was unsure if the pads were retained but guessed they were probably disposed of.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have been using arctic sun device since about 1am and device was now alerting fluid delivery line (fdl) open. Patient temperature (pt) was 32.9c, targeted temperature (tt) was 33.5c had stop therapy, empty and disconnect pads. Verified fluid delivery line (fdl) was secure and in lock position. Reconnected using proper technique and restarted therapy. Water flow rate (wfr) was stabilized at 0.6 l/m. Stopped therapy, emptied and disconnected pads. Placed in manual control at 35c with no pads. System diagnostics showed that the outlet monitor temperature (t1) was 30.5c, outlet control temperature (t2) was 30.5c, inlet temperature (t3) was 33.7c, chiller temperature (t4) was 6.7c, water flow rate (wfr) was 1.6 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 40 percentage, mixing pump command (mpc) was 0, heater was 44, water reservoir level (wrl) was 4, system hours were 1265.6 and pump hours were 1005.7. Disabled manual control and reconnected pads. Water flow rate (wfr) was stabilized at 0.8 l/m with no alerts or alarms. Advised to call back if alerts return or water flow rate (wfr) was dropped below 0.7 l/m.